Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used condition without its original packaging, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. During the functional testing, the sample presented with a leak in the joint with the tube of the bag, therefore complaint was confirmed. The root cause was related to the manufacturing process. A corrective and preventative action was opened to address the reported issue.

Event description:
Additional information received: these incidents occurred during the preparation of the cassettes. There were no clinical consequences for these patients.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoir, cassette leaking with solution was noticed. No patient injury reported.